Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that information online indicated that customers experienced issues with the pump being "not good at controlling the amount of insulin that was used". There was no additional information available. The reporter declined to provide additional information regarding this allegation.